Event description:
It was reported that the device was used during a laparoscopic cholecystectomy; could not get next clip to reload, and thus, did not fire. Case completed with another device of the same product code. No patient consequence.